Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in the left mid superficial femoral artery, during the second inflation, the fox plus balloon ruptured at 15 bar, below rated burst pressure. The entire balloon and catheter were removed safely. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.